Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6)2025, it was reported that the patient was vomiting. Her cgm was reading in the 100s mg/dl. The patient was wearing an omnipod insulin pump. Emergency medical services (ems) was called, and when they arrived, the patient¿s bg meter reading was high mg/dl. The patient was transported to the ER where she was diagnosed with dka and admitted to the hospital. The patient can not recall the specific medications or treatment she received while hospitalized. The patient was discharged home after 2 days. The patient was having ¿no current issues¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.